Event description:
Pepgen p-15 putty was placed simultaneously with an implant in the upper right anterior maxilla with reported bone quality type ii and noted poor oral hygiene. The implant was immediately loaded / provisionalized. No osseointegration was achieved and clinical mobility and peri-implantitis were noted prior to explantation, which occurred approx two weeks post-placement. The doctor states that "pt compliance doubtful for no biting pressure." It is not clear if the graft integrated with the surrounding vital bone or if it also failed with the implant although the healing time is too short to expect even moderate levels of integration.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and pt before the procedure is initiated and is dependent on many factors including the pt's age, sex, health, and social history (which appear to be unremarkable), the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, primary stability of the implant (secondary to bone quality and/or excessive preparation of osteotomy), and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material, material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. From the info provided, it is not possible to determine if the implant or graft was the etiology of failure, though it does not appear that the grafting material malfunctioned. However, because a second surgery was required to remove and/or replace the implant and graft, this event meets the criteria for reportability per 21 cfr part 803. The implant loss will be reported via asr. A DHR review was conducted for the lot involved in this event as well as the previously and subsequently manufactured lots. A review of bio-activity and gamma sterilization testing records was also performed. Both record reviews indicate that the product was manufactured according to specification and passed all final acceptance criteria. Additionally, a review of complaint history was conducted and indicates that no other complaints associated with the lot involved in this event have been received.